Event description:
Iabp malfunction with "helium loss alarm 2" with trouble shooting required with arrow call staff. Two hours of off and on alarms and subsequent troubleshooting, iabp required change out.